Manufacturer narrative:
Corrected data: h6 device code. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported the patient received a replace generator soon/end of service message. Therapy loss followed. As a result, the patient's ipg was explanted and replaced to address the issue.